Manufacturer narrative:
The facility administrator working on this investigation said he doesn¿t think the lift dropped the patient, he believes it was user error. He stated that he has not been able to duplicate the allegation and said they have tested the lift and it is working as intended. He said they did testing by putting weight in the lift. They have used it since the incident, and it works as intended. He was asked to return the lift for inspection, he said that is not necessary they have tested it and found no problems. The invacare tech advised there is no quick release, but there is a mechanical emergency release. He said you must continuously pull up on the emergency release grip, then the weight of the patient will allow the lift to slowly lower. The tech stated that if the lift dropped the patient, there would have been a mechanical failure and then the lift would not operate. Should additional information become available, a supplemental record will be filed.

Event description:
Invacare was notified of an incident in which a nurse and an occupational therapist assistant were using an rpa600-1 lift to move a patient. They said the patient was in distress and they needed to get her down, and out of the sling. They hit the ¿quick release¿ and the patient dropped in a chair. The patient was taken to the hospital on (B)(6) 2019 when the facility realized she was hurt. The hospital did x-rays and determined she had a fractured left hip. She was hospitalized from (B)(6) 2019 ¿ (B)(6) 2019.